Event description:
Information was received from a business partner regarding a patient who was receiving baclofen via an implantable pump. It was reported the patient was hospitalized 3 or 4 times this year. The patient had surgery in january or february to implant a pump that would send the medication into their spine. The pump slipped out of place and they had it addressed. Also, the patient had a relapse and couldn't move their legs and now goes to physical therapy twice a week. Patient was also taking the medication gilenya.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.